Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband called to report that the insulin pump is not communicating with the meter. Customer's husband reported that the customer was hospitalized as a result of the meter being off. Customer's husband stated that the customer's meter was reading 100 points different than the hospital's. Customer's husband stated that the customer's hospitalization was due to high blood glucose and the flu. Customer's blood glucose levels at the time of hospitalization was 300+ mg/dl. Customer was dehydrated and could not keep anything down. Customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was not done at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.